Manufacturer narrative:
H2: additional information received (B)(6) 2020: see b5 and h1. H3: device evaluation: completed (B)(6) of 08: one portex tube blue line classic tracheostomy tube p/n (B)(4), with lot number reported unknown was received in used condition without its original packaging. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination; no discrepancies were found in the returned sample. The cuff of the returned sample was inflated using a syringe and the product and immerse in the water in order to detect any leakage. No discrepancies were found; the sample was inflating for more of 24 hours. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue could not be confirmed since no issues were found with the returned tube.

Event description:
Additional information was received indicating that a tube change out was performed.

Event description:
Information was received indicating that three days following placement of a smiths medical portex blue line ultra tracheostomy tube, a decrease in ventilation volume occurred. The air pressure in the cuff was increased but that night, the ventilation volume fell to zero. The cuff was inflated through the pilot balloon with no success. There were no reported adverse patient effects.